Event description:
Patient was undergoing a laparoscopic cholecystectomy and intraoperative cholangiogram. After the intraoperative cholangiogram, the surgeon noted that one side of the grasper was missing from the handpiece. Flouroscopy was immediately taken and the fragment was identified and retrieved - all pieces of the instrument were accounted for. Surgery was minimally delayed; no patient harm.